Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a seizure and a subsequent low blood glucose episode after announcing a breakfast on the ilet while concurrently taking a z-pak, with a history of sensitivity to medications and prior adverse reactions to antihistamines. Symptoms included hypoglycemia and a seizure. Outcomes included self-treatment with oral glucose and no medical treatment or hospitalization. Investigation included troubleshooting and patient education. Investigation of this case revealed no device alarms other than a low glucose alert and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.